Event description:
Possible product problem; during arthroscopy, a small piece of metal was seen. Rptr questions if it breaks off from knee shaver. 3 possible boxes with 3 (packaging not saved). 1. 95096352, 2. 96015012, 3. 93126682.